Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the device would not fire" and the "suture could not be retrieved." The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the device is not available for evaluation. If the device is received, a follow-up report will be submitted. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Pt under going for total knee replacement surgery. Upon drilling in with apex pin, estimated 0.5mm broke and left in pt left femur. The surgeon did not try to retrieve it. The surgeon checked the tip of the broken pin, he requested another apex pin to continue the surgery.